Event description:
Caller reported occurrence of an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller on various troubleshooting steps and eventually assisted in filling and loading a new cartridge; however, the occlusion alarm recurred. As a result, the pump was replaced, and the caller was informed about using a backup therapy to ensure continued insulin delivery.